Event description:
The customer reported that on (B)(6) 2011 an erroneously high modular glucose (glucm) repeat result was generated on a unicel dxc 800 synchron system for one patient sample. Glucm results were being generated in duplicate. The laboratory utilizes a 5 mg/dl back-to-back acceptance criteria when running glucm. A repeat of the sample on another instrument, as well as on the same instrument, generated results lower results that were regarded as valid. Quality control & calibration results during the event timeframe was found to be within customer acceptable established ranges the erroneous result was not reported out of the laboratory, hence there was no death, serious injury or modification to patient treatment associated or attributed to this event

Manufacturer narrative:
Beckman coulter inc. Recommended to the customer that based upon their patient sample volume, their maintenance schedule should be increased so as to ensure the instrument(s) stay clean of buildup. A definitive root cause for this event has not been determined to date.